Event description:
Discrepant elevated prothrombin time (pt) results were obtained on a patient sample. The elevated result was reported to the physician who questioned the result. The sample was repeated in another sample configuration and a lower result was obtained in agreement with expected values. It is unknown if the patient was treated on the basis of the discrepant elevated pt result. There is no report of adverse outcome to the patients as a result of the discrepant elevated pt result.

Manufacturer narrative:
The cause of the discrepant pt result is unknown. The siemens diagnostics inc. Field service engineer examined the instrument and found no obvious instrument malfunctions. The instrument is performing within specifications. No further evaluation of the device is required.